Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a faulty printed wiring assembly (pwa) and a lock/latch assembly that failed go/no go testing. The cause of the customer reported problem was the defective pwa. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa and latch/lock assembly, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a 'last error code 45639'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.